Event description:
It was reported that during a lap cholecystectomy procedure, whenever the surgeon came near clips, the generator would go back into standby mode. Finished the procedure with electro cautery. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. With the exception of the issue with the buttons, there were no other anomalies noted with the generator. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.